Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: two (2) samples were received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. There was no solvent present inside the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap extended life pd transfer sets. The event was further described as the dark blue piece came apart from the light blue piece. This occurred during use of the device for peritoneal dialysis therapy. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.